Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states the customer had high blood glucose levels of 600mg/dl and 570mg/dl. It was reported that four infusion sets were changed, and one was found to have had a kink. It was reported that there was no delivery alarms or any motor errors. The mother declined to troubleshoot for the highs due to customer being stable at the time. The customer is being sent replacement sets. The customer was advised to monitor the device and call back as soon as issues occur, indorser to troubleshoot.